Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional "attorney". (B)(4).

Event description:
Complaint description: patient was revised due to discomfort and visible bone loss. Update pinnacle mom litigation record: in addition to what were previously alleged, litigation alleges pain and injuries which inhibited the patient's ability to move. Patient also suffered acetabular cup detachment, disconnection, creation of metallic debris, and/or loosening. Doi: (B)(6) 2010, dor: (B)(6) 2016, (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.